Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 293 (mg/dl) for 2 days. Reportedly, customer stated that they are currently experiencing stress which may be affecting their bg control. Customer administered correction boluses to treat their bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer indicated that they will change their pump supplies and contact their health care provider to discuss diabetes management.